Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode likely caused by minute device mobility is suspected. However to determine an exact root cause a device investigation of the explanted device is necessary. The device was explanted but has not been received for investigation yet.

Event description:
In 2016 after programming the recipient noticed a decrease in auditory performance, since she could only understand with the support of "lip reading". After the last programming performed in 2017 patient reported improvement in open set hearing, good listening and other daily activities. The recipient was re-implanted on (B)(6) 2019. Despite requested, neither the concerned device nor further information could be yet retrieved.

Manufacturer narrative:
Conclusion: damage to the active electrode, likely caused by minute device mobility, was determined to have led to device failure over time. The investigation results appear to match the problems mentioned in the recipient report. This is a final report.

Event description:
In 2016 after programming the recipient noticed a decrease in auditory performance, since she could only understand with the support of "lip reading". After the last programming performed in 2017 patient reported improvement in open set hearing, good listening and other daily activities. The recipient was re-implanted on (B)(6) 2019.

Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode likely caused by minute device mobility is suspected. However to determine an exact root cause a device investigation of the explanted device is necessary. The patient had been re-fitted this year and does benefit from the device. Therefore it remains implanted and in use.

Event description:
In 2016 after programming the recipient noticed a decrease in auditory performance, since she could only understand with the support of "lip reading". After the last programming performed in 2017 patient reported improvement in open set hearing, good listening and other daily activities. The recommendation is to follow up the evolution of the performance of the implant, which is not going to be replaced at this time because the patient is currently having a good performance.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Fluctuations of impedances have been seen since 2011, though a decrease in auditory performance was not seen. The patient also maintained the same results in the tests of speech perception and audible minimum levels in the free field. In 2016 after programming she noticed a decrease in auditory performance, since she could only understand with the support of "lip reading". Patient reported that when she opens and closes her mouth, as well as when she presses the region of the temporomandibular joint feels improvement or worsening in the sound, after the last programming performed in this year, the patient reported improvement in open set hearing, good listening, to speak listening to music, watching television, and other daily activities.